Manufacturer narrative:
Concomitant medical products: product ID 3389s-40, lot# va0kq6y, implanted: (B)(6) 2014, product type: lead; product ID 3708660, serial# (B)(4), implanted: (B)(6) 2014, product type: extension. (B)(4).

Event description:
Information was received from the patient that reported there was a poor communication screen. The patient programmer (pp) kept showing up as program a instead of program b. They were getting the message on their screen with and without the antenna. No symptoms were reported. Additional information received from the consumer reported they were having trouble keeping the programmer on program b and it would keep switching to program a. It was observed that the patient may be pressing the incorrect buttons on the programmer and they were unable to instruct patient to change group. The patient was implanted for essential tremor and movement disorders.